Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood and contrast on the shaft, on the stent implant, and on the balloon. In addition, the stent implant was stationary between the markers on the tightly folded balloon. There was no damage noted to the stent implant. This is all consistent with the reported information that the product was prepared for use and the physician handled the device with bloody gloves, but the balloon was not inflated. During analysis an unknown 5 mm long green substance on the distal shaft, located 4 cm proximal to the proximal seal, was noted, confirming the reported foreign material. The green foreign material appeared to be stuck to the shaft with what appeared to be contrast. The product was sent to the chemistry laboratory for further analysis. Under magnification, the foreign material appeared as a layer of compressed white fibers with a layer of light green 'glazy' substance on the top of it. The chemical analysis report noted that the white fibers were similar to the representative types of cellulose fibers (e.g. Cotton ball fiber, cardboard fiber, kimwipe fiber, and lens cleaner fiber) but could not determine the origin. Additionally, an exact match was not determined for the green 'glazy' substance, but the chemical analysis report stated that it was similar to epoxy (adhesive). It is unlikely that the green substance was introduced during manufacturing, as epoxy (adhesive) is not used during promus manufacturing. It is possible that the foreign material (green substance and white fibers) was introduced during handling of the product during preparation, as it was noted that the foreign material appeared to be stuck to the shaft with what appeared to be contrast. Although a conclusive cause cannot be determined for the foreign material, there is no indication of a product quality deficiency. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Although a conclusive cause cannot be determined for the foreign material, there is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected for contamination during the manufacturing process. Additionally, a quality control (qc) audit inspection is used to verify the product quality.

Event description:
It was reported that during a right coronary artery stenting procedure, the promus stent delivery system was prepared and advanced to the bleedback control valve. The device was then withdrawn and foreign material was noted on the distal shaft 4 cm proximal to the proximal seal. The stent was never attempted to be deployed. Another stent was used without issue. There was no adverse patient sequela reported. Although requested, there was no additional information provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.